Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had a detached forceps channel port rubber cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the rubber cover of the forceps channel port detached. The most probable cause of the discovered damage is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.